Event description:
It was reported prior to implant procedure that the helix of the right ventricular lead failed to extend directly out of packaging. The lead was successfully exchanged. There were no patient consequences.